Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported via a verbal presentation by the head of vascular surgery on (B)(6) 2017 that approximately 2 years ago a cardiologist took a supera stent delivery system and had tried to implant the supera in the periphery of an unknown patient. As this cardiologist was not trained in the use of the supera device he did not know how to release the stent implant from the delivery system. The stent implant elongated when the stent was removed from the anatomy still connected to the delivery system. There were no adverse patient effects due to this procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the reported difficulties appear to be user related. The supera instruction for use, states: while maintaining increased magnification from step 3, rotate the deployment lock to the unlocked position. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.